Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) is in backup mode and displayed a red warning screen with non-programmable features. The caller was inquiring whether or not the restoration software tool could be used for this device. It was further noted that the patient may be scheduled for a device change-out procedure within 2 days.